Event description:
(B)(4).

Manufacturer narrative:
The distal end of cutting blade showed nicks and gouges and some of the metal material had been torn off. We think that the grasper was not fully closed or it grasped too much material and when the tumor was drawn to the end of the cutter, the jaws came into contact with spinning cutting blade. This caused metal shavings to fall into patient and also inside outer sheath. The shavings inside the sheath caused friction and binding of the cutter resulting in poor performance.